Event description:
It was reported that during induction testing noise was observed. Fluoroscopy did not show any visible damage. Physician performed pocket manipulation and arm movements and lead impedances were stable. System will remain implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.